Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple intermittent cartridge change errors occurred across multiple cartridges. Customer's blood glucose reached 200's mg/dl. Customer loaded a fourth cartridge successfully and resumed insulin delivery.